Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned for analysis with no cartridge reload present. The device was returned with a non-working firing mechanism. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that after an unknown procedure, after the first firing, the surgeon pulled the device out from the patient. Surgeon tried to replace to second cartridge, but the jaw wasn't able to open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis